Event description:
Report received from the USA stating that the device damaged bearings and nose cone. It is known that the device was not used in surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by dupuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent ref # (B)(4).